Event description:
Reporter indicated the patient has been implanted for less than six months and is getting an elective replacement indicator=yes on a system diagnostic test. A battery life calculation was performed and it revealed the generator's elective replacement indicator should read yes in 9.74 years. The patient's seizures are reportedly getting worse. The pre-vns baseline is unknown. Surgery is planned to replaced the generator

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.